Event description:
During the procedure, surgeon using boston scientific 5fr angled tip ureteral catheter with guide wire ref no. 400-251. The inner lumen of the catheter appeared to have peeled off and was lodged in the pt's ureter. Catheter remnant had to be retrieved to prevent injury.